Event description:
Death of the patient implanted with the subject pacemaker was reported. No date of death or cause of death was provided.

Event description:
Death of the patient implanted with the subject pacemaker was reported. No date of death or cause of death was provided.